Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine infection ("uterine infections"), pelvic inflammatory disease ("pelvic inflammatory disease"), uterine haemorrhage ("abnormal uterine bleeding") and cholelithiasis ("gallstones") in a (B)(6)-year-old female patient who had essure (batch no. A20053 / 958707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included shoulder pain, migraine, gravida I, parity 1 ((B)(6) 2001) and gestational diabetes. Previously administered products included for an unreported indication: depo provera on (B)(6) 2012. Concomitant products included spironolactone (aldactone) for acne, escitalopram oxalate (lexapro) for depression and anxiety, atenolol for hypertension and meloxicam (mobic) for shoulder pain. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain"), pelvic pain ("severe and persistent pelvic pain"), arthralgia ("severe and persistent joint pain / joint pain") and back pain ("chronic lower back pain / severe and persistent back pain"). On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), rash ("rashes"), fatigue ("chronic fatigue"), migraine ("migraines") and mental disorder ("essure caused or aggravated any psychiatric and psychological condition(s)"). The patient was treated with surgery (gallbladder removal in (B)(6) 2013). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic inflammatory disease, uterine haemorrhage, cholelithiasis, abdominal pain, pelvic pain, arthralgia, back pain, weight increased, rash, fatigue, migraine and mental disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cholelithiasis, fatigue, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, rash, uterine haemorrhage, uterine infection and weight increased to be related to essure. The reporter commented: essure removal surgery scheduled to 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Lot number: a20053, expiration date: 2015-06, manufacturing date: 2012-06. Lot number: 958707, expiration date: 2015-03, manufacturing date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: pelvic inflammatory disease added. Reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infections'), pelvic inflammatory disease ('pelvic inflammatory disease') and uterine haemorrhage ('abnormal uterine bleeding / bleeding for over a month') in a 36-year-old female patient who had essure (batch no. A20053 / 958707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included shoulder pain, migraine, gravida I, parity 1 (20-nov-2001) and gestational diabetes. Previously administered products included for an unreported indication: depo provera. Concomitant products included spironolactone (aldactone) for acne, escitalopram oxalate (lexapro) for depression and anxiety, atenolol for hypertension and meloxicam (mobic) for shoulder pain. In 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain"), pelvic pain ("severe and persistent pelvic pain"), arthralgia ("severe and persistent joint pain / joint pain") and back pain ("chronic lower back pain / severe and persistent back pain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), cholelithiasis ("gallstones"), alopecia ("hair loss"), rash ("rashes"), fatigue ("chronic fatigue"), migraine ("migraines"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition(s)") and musculoskeletal pain ("my left shoulder hurt for 3 or more months") and was found to have weight increased ("weight gain"). The patient was treated with surgery (gallbladder removal in (B)(6) 2013). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic inflammatory disease, uterine haemorrhage, cholelithiasis, abdominal pain, pelvic pain, arthralgia, back pain, weight increased, rash, fatigue, migraine, mental disorder and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cholelithiasis, fatigue, mental disorder, migraine, musculoskeletal pain, pelvic inflammatory disease, pelvic pain, rash, uterine haemorrhage, uterine infection and weight increased to be related to essure. The reporter commented: essure removal surgery scheduled to 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Lot number: a20053 expiration date: 2015-06 manufacturing date: 2012-06. Lot number: 958707 expiration date: 2015-03 manufacturing date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event shoulder hurt and reporter information were added. Event of gallstones downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.